Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(4), batch: 18940922/18940922.

Event description:
It was reported that the patient was experiencing discomfort at the ipg site and inadequate stimulation was also noted. The patient underwent an explant procedure wherein everything was removed. The patient was doing well postoperatively. The explanted devices were discarded.